Manufacturer narrative:
The monopolar curved scissors instrument was received for failure analysis. The instrument was found to have a fully broken grip cable at the idler pulley.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, while using the monopolar curved scissors instrument, a wire broke, and a fragment fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed using a backup instrument.